Event description:
It was reported that before an unknown procedure, one clip is inside the sterile package. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4): upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.